Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR:ID 2134265-2016-06794. (B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2015, the patient had not experienced a myocardial infarction in the 72-hour period prior to the index procedure and the patient¿s angina status was recorded as stable. Clinical assessment indicated that the patient¿s qualifying condition was the medical history of prior percutaneous coronary intervention (pci) and the index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca). It was a long lesion, with the most distal cass site being located at the right posterior distal artery (r-pda) with 99% stenosis and was 60 mm long, with a reference vessel diameter of 3.75 mm. There was severe calcification and was assessed as a total chronic occlusion (>3 months) with thrombolysis in myocardial infarction (timi) 2 flow. The target lesion was treated with pre-dilatation and insertion of 2 overlapping 3.50x38mm and 3.50x32mm promus premier everolimus-eluting platinum chromium coronary stents. Post-dilatation was performed and revealed 0% residual stenosis and timi 3 flow was restored. Subsequently, a rotational atherectomy was performed and a 3.50x28mm device was opened and not needed. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2016, one of the study stents placed during the index procedure had occluded and was treated with stent placement.